Manufacturer narrative:
Service was dispatched on (B)(4) 2011, with a followup on (B)(4) 2011, for this event. The fse replaced the peri-pump and the substrate pump. The fse performed a substrate decontamination procedure and then verified instrument hardware by performing a quality assurance assessment which generated results within instrument specifications. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. A definitive root cause for this event has not been determined to date. Mdrs associated with this event: 2122870-2012-00031, 2122870-2012-00032.

Event description:
The customer reported erroneous total thyroxine (tt4) and/or ferritin results were generated on a unicel dxl800 access immunoassay system for multiple patients. This report is two of two and represents the erroneous tt4 results generated for two patients on (B)(4) 2011 the patients' initial tt4 results were elevated above the normal reference range of the assay. Upon repeat testing, lower results (within the normal reference range of the assay for one patient and below the normal reference range of the assay for the second patient) were generated. The erroneous, elevated tt4 results were not reported outside of the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The samples were collected in serum tubes and were collected off-site. The instrument assay quality control results recovered within the customer's established specification range during the timeframe of the event, however the customer had indicated that substrate dispense failures had been posted in the instrument event log around the time of the event and the instrument was generating unusual noises.